Event description:
On (B)(6) 2012, customer reported that they obtained an erroneously elevated accutni result of 4.471 ng/ml, which is above the ami cut-off on the laboratory's access 2 analyzer. Upon repeat analysis of the initial sample, a result of 0.006 ng/ml was obtained. As the initial result was questioned by the patient's physician, there was no change to, or impact on, patient treatment. All system parameters (including qc, calibration, and system check) were within the assay/instrument specifications. Customer stated that this access 2 is a low-volume instrument and they do not perform maintenance weekly. Customer stated that sometimes it can be up to 2 weeks in between probe cleanings and routine system checks. Beckman coulter concluded that user error was the likely cause of this event as the customer failed to follow the recommended weekly maintenance (probe cleaning/system check) protocol. If probe cleaning is not performed as recommended there may be poor washing, which could, in turn, lead to the potential of erroneous results.

Manufacturer narrative:
.